Event description:
It was reported the pt experienced significant neck pain. A CT myelogram scan noted scar tissue formation around the leads and had compressed the spinal cord. The pt was advised by the hcp to have system removed. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's symptoms were not related to any of the devices a cervical myelogram and x-ray myelography was performed ((B)(6) 2008) due to neck pain radiating to the left arm and worsened left leg weakness. The myelogram revealed straightening of the normal cervical lordosis which may have been related to muscle spasm or positioning of the neck. There were also sizeable anterior extradural defects at c4-5, c5-6, and c6-7 reflecting disc protrusions or herniations, and associated vertebral ridging. The thecal sac was considerably effaces as a result of a spinal cord stimulator, was present within the dorsal aspect of the spinal canal, extending from the upper c3 level through the insertion dorsally at c7-t11. The posterior extradural defect was more pronounced than on the previous study, suggesting fibrosis and/or granulomatous reaction around the spinal cord stimulator. The findings produced marked central spinal stenosis and marked cord deformity, with the cord markedly flattened anteroposteriorly and widened transversely at c4-c7. The right c5 and left c6 nerve root sleeve were amputated ad there was effacement of the left c5 and c7 nerve root sleeve, particularly on the right, reflecting foraminal stenosis. A CT scan of the cervical spine with intrathecal contrast enhancement was also performed ((B)(6) 2008) which revealed straightening of the normal cervical lordosis, which may be related to muscle spasm r positioning of the neck. The craniovertebral junction was normal. There was a spinal cord stimulator in place, dorsally within the spinal canal, which had been placed via the t1-t2 route posteriorly. It extended up to the upper c3 level. There was abnormal material around the stimulator in the dorsal aspect of the spinal canal, in the subdural or extradural compartment, which effaced the thecal sac posteriorly to a considerable degree, and likely represented a granulomatous reaction or scaring. This had changed markedly since the previous examination and resulted in significant central spinal stenosis and considerable cord deformity. The stenosis and cord deformity was most pronounced at the disc levels, particularly c6-c7, where there was marked spinal stenosis and marked cord deformity, and at c5-c6 where there was moderately severe spinal stenosis and considerable cord deformity. At c4 c5 there was moderately sever spinal stenosis and considerable cord deformity, and there was moderate spinal stenosis at c3-c4, with moderate cord deformity. The results of the test were reviewed with the patient and the patient was referred for removal of the spinal cord stimulator. The system was explanted. The patient recovered without sequel.